Manufacturer narrative:
Conclusion: although a temporal relationship between the diagnosis of staphylococcus peritonitis and the fresenius products exists, there is no validated documentation that indicates there is a causal relationship between the fresenius products and the event of staphylococcus peritonitis. There is no confirmed identifiable cause/etiology for this peritonitis event, the pdrn stated ¿maybe touch contamination¿. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the file were reviewed. On (B)(6) 2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017 for peritonitis. The pdrn revealed the patient presented to the pd clinic on (B)(6) 2017 with chief complaint of ¿not feeling well ¿(unknown if pt. Had abdominal pain or fever). Pd fluid culture was performed in the clinic and tested was positive for gram positive staphylococcus. The patient was admitted to the hospital on (B)(6) 2017 for gastritis, clostridia difficle (c-diff), kidney stones and peritonitis, and was treated with courses of vancomycin and fortaz (unknown dose, strength route and duration) and continued ccpd therapy in the hospital. The patient was discharged on (B)(6) 2017 and was recovering and performing ccpd therapy on the cycler at home. The pdrn additionally stated the patient completed the course of antibiotic therapy on (B)(6) 2017 and the cause of the peritonitis event was unknown, and stated it was unknown if the peritonitis was related to pd therapy.